Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that rep reports the recharger is getting hot and the recharging drops off when the rep "wiggles" the cord. Rep reported that the battery pack does not hold a charge. They charge it to full and then it depletes in one day. (B)(6)2021 rtg0244831x2 (rep): additional information was received from the rep. They reiterated information from previous calls. Caller noted that recharger and battery pack were replaced yesterday because antenna locate screen would go from 85 to 0 with no movement (even with ins being superficial) and controller wouldn't hold a charge. Caller stated patient received replacement controller, battery pack and recharger and when trying to use replacement controller, they were having issues. Caller brought patient on the line and tss reviewed that patient is using the non-functional/dummy controller. Tss reviewed serial numbers with patient to ensure they were using the correct equipment. Once using the existing controller with replacement battery pack, patient saw message for low controller battery and when plugged into the wall, the green light starting flashing as expected. Tss reviewed controller will need to be charged to full and then they can resume attempting passive recharge cycles to get ins charging normally. Patient was going to reach out to the caller for assistance once the controller was charged. (B)(6)2021 additional information was received from the rep. They called back and indicated that the patient received a replacement controller, recharger and controller battery. The caller indicated that the new controller turns on, the select the implant option (from the implant, clinician, trial menu options), and when the recharger is connected the screen goes blank. The patient attempted pressing the buttons on the controller but that did not resolve the issue. When the new battery was used with the old controller and it had the same issue occurred, the controller turned off when the recharger was connected. When the new battery was in the controller and plugged into the wall, the green light did not flash. They also indicated that the patient's ins is was dead for the last year. The caller indicated that they did not attempt to use the old controller battery in the new controller. The caller tried to conference the patient on to the call and disconnected from the call.